Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 16 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath for a left atrial appendage (laa) closure. Prior to procedure, the patient was taking clopidogrel. The imaging modality used was transesophageal echocardiogram (tee). The landing zone measurements were: 0 degrees, 13.9 mm, 45 degrees, 14.4 mm, 90 degrees, 13.1 mm, and 135 degrees, 14.3. The laa was windsock shaped. The left atrial pressure was above 12 mmhg. The activating clotting time was 320 seconds and heparin was given. During the procedure the patient's heart rhythm was normal sinus rhythm. The device was positioned resting on the pulmonary vein ridge. No leak was detected around the lobe. Close criteria were satisfied and a tension test was performed. The device was implanted with a tire shape noted. The patient continued clopidogrel after the procedure. At the 45-day post op follow up, tee confirmed that the disc had shifted from the pulmonary vein ridge and appeared to be lodged in a depression on the anterior side at 135 degrees. Thrombus was confirmed at the position where the disc was lodged. Because the disc had dropped to this position, the lobe was not maintained. After confirmation of thrombus, clopidogrel was switched to lixiana (endoxanan). The physician suspected that the thrombus formed because the disc became lodged in a depression on the pulmonary vein ridge. However, this was not confirmed. No patient-related factors predisposing to thrombosis were identified. The patient status was stable.